Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for investigation. Therefore, 40 retention samples from bd inventory were evaluated for edta content and all were within specification limits. In addition, 100 retained samples were visually evaluated for stopper defects and none were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was unable to confirm this complaint for stopper defects and erroneous results based on the testing completed. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® k3e 5.4mg plus blood collection tubes, the device experienced issues when trying to pierce through the stopper, along with erroneous results. This event occurred 5000 times. The following information was provided by the initial reporter. The customer stated: they found probe of sysmex xnl-550 is stick in cap rubber and because of this got low count results in all vacutainers. Their engineer told alignment of probe is fine .they tried other brands tubes also and found no issues in other brand tubes.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k3e 5.4mg plus blood collection tubes, the device experienced issues when trying to pierce through the stopper, along with erroneous results. This event occurred 5000 times. The following information was provided by the initial reporter. The customer stated: they found probe of sysmex xnl-550 is stick in cap rubber and because of this got low count results in all vacutainers. Their engineer told alignment of probe is fine .they tried other brands tubes also and found no issues in other brand tubes.